Event description:
The product was not returned to datascope for evaluation.

Event description:
The pt had a very complicated hospital course. Pt was intubated in the emergency room, started on IV lasix and intravenous antibiotics after cultures had been drawn. Cardiology and pulmonology consults were requested in the emergency room. The pt's condition intiially improved slightly but then pt suddenly went into cardiopulmonary arrest, requiring advanced cardiac life support which was successful. The pt had cardiac catheterization which revealed severe coronary artery disease, and coronary artery bypass surgery was considered. The pt's respiratory status improved and was therefore extubated. However, condition deteriorated rapidly. Pt went into respiratory arrest again and had to be coded. The pt sustained significiant anoxic encephalopathy after the second cardiopulmonary arrest. Subsequently, liver enzymes were elevated and urine output significantly decreased. Balloon pump, which had been placed temporarily to support pt pending surgery, ruptured and was replaced.